Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this lead, after lead placement, shifting was observed. The physician attempted to recoil the helix however functionality was no longer possible. The lead was then removed from the procedure and replaced. It was reported post removal, that the tip had been stretched. The lead was later returned for analysis.